Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the generator and touch screen, and adjusted the monitor arm tension. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed filament regulatory error message. No pt injury was reported.